Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "back and abdomen pain since 2013 and the CT scan showed broken legs, perforation, and an inflammatory response at the l3 vertebral body. Two legs of the secondary arms have embolized a portion of her venous system. Patient is also having chest pain as of (B)(6) 2018." Patient outcome: back and abdomen pain along with recent chest pains. The patient will most likely require a procedure to remove filter.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: investigation is based on event description and one single image submitted despite several attempts to recieve more information and images. As reported: "back and abdomen pain since 2013 and the CT scan showed broken legs, perforation, and an inflammatory response at the l3 vertebral body. Two legs of the secondary arms have embolized a portion of her venous system. Patient is also having chest pain as of (B)(6) 2018." On the single image submitted for review, there appears to be multiple fractures involving both primary and secondary filter legs. There are two, 3 cm long fragments of primary filter legs displaced towards the right as well as a 1 cm fragment of a third fractured primary filter leg slightly displaced towards the left with some reactive sclerotic changes involving what appears to be the l2 vertebral body. There is also an absence of 2 of the secondary filter legs. This may in part be due to the low resolution of the image, but given the complaint report states two secondary legs have embolized, they are likely not included on this image. There is a significant tilt of the ivc filter. Although no cross-sectional images were made available for review, given the orientation of the hook and proximal body of the filter, as well as the location of the primary filter leg fractures, the presumption is the hook and proximal body of the filter has penetrated through the wall of the ivc. If this is true, this would have resulted in significant distortion of the forces placed on the primary filter legs at this point of penetration, contributing to the development of these fractures. Unfortunately, with imaging only during a single point in time, it is not possible to determine if this tilt developed over time, or if it was present on the initial placement. The filter tilt may have contributed to the penetration and filter fractures, as opposed to the penetration contributing to the tilt, which can also be seen. The complaint report does state the patient is having symptoms and there is a description of a retroperitoneal inflammatory process, which could account for the symptoms due to the perforations and fractures. In addition, the patient is also having chest pain, and there is discussion of embolization of 2 secondary legs. If secondary filter legs have embolized to the pulmonary arteries/lungs/heart, this could indeed result in the patient's chest complaints. Older studies and cross sectional imaging would better delineate the evolution of these fractures and tilt to help determine potential causes or contributing factors. Significant filter tilt with fractures of both primary and secondary legs likely contributing to patient¿s back, abdomen and chest symptoms. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.